Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a posterior capsule rupture occurred during a cataract with intraocular lens implant (iol) procedure. A vitrectomy was required and a system message displayed when the anterior vitrectomy was used. The system could not be restored even though it was restarted. The toric intraocular lens implant was not placed at the time of surgery. A secondary intraocular lens implant procedure was done the following day.

Manufacturer narrative:
A surgeon reported that a posterior capsule (pc) tear occurred during a cataract with intraocular lens (iol) implant procedure. An anterior vitrectomy was required. A system message displayed [vitrectomy not available] when the anterior vitrector was used. The system could not be restored even though it was restarted. The toric intraocular lens implant was not placed at the time of surgery. A secondary intraocular lens implant procedure was done the following day. The patient¿s vision has recovered. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The system was examined, a system message (sm) was confirmed. However, the company representative did not find anything that would have contributed to the reported event pc tear. The air pump was then, replaced. The system was tested and found to meet product specifications. The system was manufactured on july 13, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event system message (sm) cannot be determined conclusively. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The manufacturer internal reference number is: (B)(4).